Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The customer reported that the device was leaking where the extension set connects to the microclave. After disconnecting, a crack was found on the extension set where the microclave attaches. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used mc33213 smallbore pressure infusion ext set for inspection. A crack was observed on the female luer of the small bore adaptor. The crack did not propagate to the end of the female luer. The reported complaint of a crack and subsequent leakage can be confirmed. The probable cause of the crack is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.